Event description:
It was reported that the customer's sensor was giving inaccurate readings of blood glucose. At the time of the report, the customer's blood glucose was at 200 mg/dl. It was stated that the sensor had given a reading of 95 mg/dl when her actual blood glucose level was 442 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.